Event description:
After completing the transvenous electrode removal procedure and preparing the patient to return to the room, it was noticed that the patient's blood pressure was decreasing. A cardiovascular surgeon is called in to perform a median sternotomy under the doctor's direction. Upon opening the chest, it was confirmed that the temporary pacing catheter was perforated. The doctor determined that cardiac tamponade was caused by perforation of the catheter. The cook product was not related to the event. Additional information: the cardiac tamponade was caused by perforation of the temporary pacing lead, not the removal sheath. The user's comment: the complication was not caused by the lead removal product.

Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation. D1 - primary UDI number: unknown e1 - title: unknown e1 - postal code: ni e1 - phone number: ni. E3 - occupation: unknown. The device was not returned for the complaint; therefore, a physical investigation could not be performed, and the customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. The complaint/event that was entered and reported within trackwise: "cardiac tamponade after procedure". The device history record (DHR) was reviewed. There were no signs that the device was nonconforming or that the device was not manufactured to current specifications. This complaint mode will be tracked, trended and monitored in cvi complaint handling and post market surveillance procedures. A risk assessment will be performed within trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.